Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on and to visually and audibly alarm during alarm conditions. The unit was charged and remained powered on approx. 20 hours. Ac power was disconnected and unit reverted to dc power. While on dc power units were connected to a test module simulating a patient. When the battery was allowed to deplete, the indicator showed approx. 75% battery depletion after 1 hour of operation. The battery is expected to operate the unit for 8-10 hours. Depletion is inconsistent with normal and expected use when on dc power. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
"Customer states that the charging mechanism is not functioning properly. Rad-8 monitor will only power on with ac power connection, and powers off shortly if not plugged in. Monitor is continuously charging overnight. Battery charging green light illuminates when plugged in". No known impact or consequence to patient.